Event description:
Affiliate reported that the programmable valve was not working properly since it was implanted. As a result it was explanted.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.